Manufacturer narrative:
Initial

Event description:
It was reported that the user removed supplies, rewound the ilet pump, and repeatedly received alert 38 indicating a motor stall, resulting in an inability to proceed and failure to infuse; the user wears a dexcom g7 and has backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem consistent with a stalled motor, with the issue traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.